Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a display issue occurred. A rotablator rotational atherectomy system was used for a rotablation procedure. During preparation outside the patient's body, it was noted that the device was unable to show rotational speed. The procedure was not completed due to the event. There were no patient complications reported.